Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2003, (B)(6) 2007 and (B)(6) 2008 and mesh was implanted but the dates were not clarified. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01627 and medwatch 2210968-2013-01625. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat a cystocele, a rectocele, an enterocele, vaginal vault prolapse, weakened pubocervical fascia and urinary tract infections on (B)(6) 2008 and mesh was implanted. The patient underwent the concurrent procedures of an anterior colporrhaphy, an abdominal enterocele repair, a sacrocolpopexy using the mesh, and a sigmoid resection during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced a cystocele, a rectocele, an enterocele, vaginal vault prolapse, weakened pubocervical fascia, pelvic and abdominal pain, pelvic pressure, an intestinal rupture, bowel obstructions, bacterial cystitis, kidney infections, bladder infections, urinary tract infections, vaginal discharge, urinary incontinence, painful intercourse, vaginal scarring, constipation, foul odor, nausea, and vomiting. The patient experienced emotional damage from multiple mesh surgeries and continued problems since surgeries. The patient continues to suffer from pelvic abdominal pain, pelvic pressure, severe constipation requiring weekly enemas, urinary incontinence requiring daily use of pads, cannot have intercourse since it is too painful, and is unable to lift heavy objects because of pelvic pressure. The patient experienced an intestinal rupture with nausea and vomiting around approximately on (B)(6) 2008. No additional information is provided at this time. (B)(4) - cystocele; rectocele; enterocele; prolapse; weakened pubocervical fascia; pelvic pressure; intestinal; bowel; bacterial cystitis; dyspareunia; constipation; foul odor; emotional damages; unable to lift heavy objects due to pelvic pressure. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01627 and medwatch 2210968-2013-01625. The same patient is represented in each medwatch.